Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was discolored. This report is made based on the results of evaluation completed (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on and the display screen was noted to be discolored with a pinkish contrast. Unrelated to the display issue, the pump bolus button cover was observed to be torn; the button was confirmed to be responding appropriately to user presses. (B)(6).